Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing after delivering 60 units of insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer disconnected the luer lock connection and performed the fill process and observed insulin. Recommendation was made to replace the tubing. The tubing was replaced and the fill and load process was completed successfully. The customer resumed pump therapy.